Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was notified that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly explanted due to recurring infections. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the silicone overmold on the top and bottom covers, as well as a severed electrode. In addition, the antenna had cut wires. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut antenna coil wires. This is believed to have occurred during revision surgery. Lock could not be obtained at any spacing. This was due to the cut antenna wires. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced a hematoma. The recipient was reimplanted with another cochlear device on (B)(6) 2022. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.